Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 8 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, the patient presented with shortness of breath overall myalgia. Upon observation, the valve failed due to presumed hypoattenuated leaflet thickening (halt) with an elevated velocity (95mmhg mean gradient), stenosis, mild aortic regurgitation (ar) and ''valve calcification due to deranged calcium/phosphorus metabolism and degeneration''. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 ultra resilia valve. According to the provided medical records, the patient was found to have pneumonia and temporal giant cell arteritis, and echocardiography revealed severe/critical tavr valve stenosis. A transeshophageal echocardiogram (tee) reported: a 23mm edwards sapien 3 prosthetic aortic valve stenosis. There is severe calcification and moderate thickening of the aortic valve. There is severely restricted aortic valve cusp separation. Peak velocity is 5.6cm/s. The patient was diagnosed with bioprosthetic aortic valve degeneration and acute on chronic congestive heart failure with preserved ejection fraction, and was noted to have amongst other things, abnormal calcium/phosphorus metabolism. The patient was recommended tavr within the previous tavr valve by percutaneous approach. Per the tavr report note: reason for procedure was ''severe degeneration of the aortic bioprosthesis due to hypoattenuation leaflet thickening, calcification due to chronic renal failure with associated hyperparathyroidism and hyperphosphatemia''. There were no complications during the procedure.

Event description:
As reported by the field clinical specialist (fcs), approximately 8 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve in the native aortic position, the valve was reported as failing due to presumed halt, elevated velocity and mild aortic regurgitation (ar). The patient underwent a successful valve in valve (viv) procedure with a 23mm sapien 3 ultra resilia valve. A medical record review confirmed the valved failed due to calcification. The most recent tee (transesophageal echocardiogram) revealed severe calcification and moderate thickening of the aortic bioprosthesis with severely restricted cusp separation. The aov (aortic valve) peak velocity was noted at 5.6cm/s. The patient was also noted to have abnormal calcium/phosphorus metabolism. The interventional cardiologist document the reason for the procedure as ''severe degeneration of the aortic bioprosthesis due to hypoattenuation leaflet thickening, calcification due to chronic renal failure with associated hyperparathyroidism and hyperphosphatemia''. The patient's symptoms were reported at chf (congestive heart failure) and myalgia. The patient underwent a viv. Imagery review revealed thickened/fibrotic leaflets of the sapien tavr with no hypoattenuated leaflet thickening (halt). There is only a hint of leaflet thickening on the CT (computed tomography), which is suggestive that the valve has fibrosis and not calcium. This appears to be extremely early structural valve degeneration (svd), even for a patient with end-stage renal disease (esrd) and on dialysis. There also appears to be mild central aortic regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted due to imagery review and engineering evaluation findings. Sections b5, g3, g6, h2, h6: health effect - clinical code, type of investigation, investigation findings and investigation conclusions have been updated. Addition to section h6: type of investigation. Corrections to sections b5, h6: health effect - clinical code, investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided revealed thickened/fibrotic leaflets with mild central regurgitation, but no calcification of the bioprosthetic valve. In this case, the complaint of structural valve degeneration/calcification was unable to be confirmed due to the contradiction between the provided imagery and medical records. Per the IFU, structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In addition, valve fibrosis develops as a result of the body's inflammatory response, potentially to the prosthetic valve material and is usually characterized by thickening and stiffening of the valve leaflets due to scar tissue formation. This fibrotic thickening and scarring is known to cause early valve calcification. Additionally, patient factors, including chronic renal failure/esrd with resultant hyperparathyroidism, hyperphosphatemia and disrupted calcium and phosphorus metabolism, may have contributed to the event. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the svd/calcification event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.